Event description:
Diring an incident on 05/22/2000 involving a female pt in cardiac arrest without CPR being performed, this crew that arrived to find the first crew unable to defibrillate and no CPR being performed, used this defibrillator to analyzed the pt resulting in "no shock indicated". A sheet came with the difibrillator dated 05/22/00 with the statements "did not work" and "function, malfunction on defib on site".